Manufacturer narrative:
Corrected fields: impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this pacemaker system had bradycardia and their heart rate rises to 60 and 70 beats per minute. Technical services (ts) was consulted and recommended they should have an clinic examination. Ts also advised they should activate they should have their communicator transmit their device data so it was available. This device remain in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this pacemaker system had bradycardia and the their heart rate rises to 60 and 70 beats per minute. Technical services (ts) was consulted and recommended they should have an clinic examination. Ts also advised they should activate they should have their communicator transmit their device data so it was available. This device remain in service. No adverse patient effects were reported.